Event description:
On (B)(6), 2014, the reporter stated that the patient was in the hospital on (B)(6), 2014 for a caesarean section. At 3:50pm on (B)(6), 2014 before surgery, the saf-t-intima was inserted for IV access. At 9:30pm the same day, the catheter was saline locked after the IV infusion was completed. On (B)(6), 2014 at 9:00am, the patient was receiving infusion therapy, after the connection with the infusion set about 10 minutes into the infusion the nurse observed some liquid spilling from the patient's hand and it was noticed that the catheter piece was missing. The missing part was found in patient's arteriole of inferior lobe of left lung after a CT scan. At the time of this report, it was being discussed by an expert consult as to how to remove the missing catheter piece. The patient's status was "general good". No further info is available.

Manufacturer narrative:
No product return is anticipated.